Event description:
Reportedly, valve explanted after four years and six month implant duration due to stenosis. Implanted a mechanical valve in its place.

Manufacturer narrative:
Device not returned.